Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during implant, the guidewire got stuck inside the left ventricular lead. In a forceful when the guidewire was removed, the inner portion of the lead came out with it. The lead was not used and another one was implanted. The patient was stable before, during, and after the procedure.